Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: received one maxcore disposable core biopsy instrument for evaluation. Upon visual evaluation, the device appeared to have residue on the distal end of the stylet and received with both slides in the initial position. No visual anomalies were noted to the device. Upon functional testing, an attempt was made to prime the device but failed as the top slide did not lock into place. The device was disassembled, and internal parts were inspected. Upon disassembly, the left and right bumpers were noted to be missing. Therefore, the investigation is confirmed for the identified failure to prime issue as the top slide of the device did not lock into place while priming and the investigation is confirmed for the identified component missing as the left and right bumpers were noted to be missing. The investigation is inconclusive for the reported failure to fire as the further functional testing was not performed due to the priming issue. A definitive root cause for the alleged failure to fire and identified failure to prime issue could not be determined based upon the provided information and a definitive root cause for the identified missing bumper could not be determined based on the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, d4 (unique identifier (UDI) #), g3, h6 (device, component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an ultrasound guide breast biopsy through normal density tissue using the maxcore. During the procedure, the device allegedly failed to fire. Further it was reported that noticeable skin deformation and trauma in the breast area. No coaxial needle was used. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an ultrasound guided breast biopsy procedure using the maxcore. During the procedure, the device allegedly failed to fire. Furthermore, it was reported that noticeable skin deformation and trauma in the breast area. The procedure was completed using another device. There was no reported patient injury.